Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow and down arrow keypad buttons required multiple button presses in order to elicit a response. It was indicated that the pump was not cleaned. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 07/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated, the pump emitted a replace battery alarm shortly after a new battery was placed in the pump. The current draws were tested and were found to be out of specifications; the pump was opened and moisture was found on the printed circuit board.